Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the gallbladder during an endoscopic ultrasound (eus)- gallbladder drainage procedure performed on (B)(6) 2025. During the procedure, first flange of the stent did not expand after being deployed. The device was removed and another of the same device was used to complete the procedure. There was no patient complications reported due to this event and the patient's condition following the procedure was reported to be stable. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block h11: an axios electrocautery enhanced delivery system was returned for analysis; the stent was not returned. Visual examination of the returned device did not find any damages to the delivery system. Functional inspection was performed, the catheter was freely moved through the luer, and the slider could be moved back to its original position without resistance. A destructive inspection was necessary to identify torsion (rotational damage) of the delivery system, and the outer sheath was found twisted. No other damages were noted to the delivery system. Product analysis did not confirm the reported event of stent first flange failure to expand as the stent was not returned for analysis. Based on the information available and analysis of the returned device, it is unknown if the reported event was due to the physician's manipulation of the device during the procedure, or whether it was related to a device malfunction; therefore, the most probable cause of the reported event is cause not established. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the handle was rotated as the device was luer locked to the scope. The IFU states "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the gallbladder during an endoscopic ultrasound (eus)- gallbladder drainage procedure performed on (B)(6) 2025. During the procedure, first flange of the stent did not expand after being deployed. The device was removed and another of the same device was used to complete the procedure. There was no patient complications reported due to this event and the patient's condition following the procedure was reported to be stable. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."